Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retain device lot t11271n with normal "apparently healthy" donors. Multiple replicates were tested for each donor sample, all tni results were below the product insert 99th percentile cut-off concentration for healthy individuals (<0.05 ng/ml). No issues with tni recovery observed. Manufacturing batch records for lot t11271n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer reported conflicting triage troponin (tni) results for one patient. A (B)(6) male presented to customers' site with chest pain; no injuries and no known medications. Patient was tested on triage the following testing times and results: 2:05pm, triage meter sn (B)(4): tni 0.11ng/ml, ckmb <1.0ng/ml. 4:15pm, triage meter sn (B)(4): tni <0.05ng/ml, ckmb 1.5ng/ml. 7:10pm, triage meter sn (B)(4): tni 0.06ng/ml, ckmb <1.0ng/ml. 8:37pm, triage meter sn (B)(4): tni <0.05ng/ml, ckmb <1.0ng/ml. 9:21pm, triage meter sn (B)(4): tni <0.05ng/ml, ckmb <1.0ng/ml. Patient was kept overnight for observation. Discharge diagnosis was provided as pericardial pain, dyspnea and nausea. The patient was prescribed zofran, nexium and tylenol 350mg. No treatment based on elevated triage tni results. Requests were made for sites' triage tni cut-off or reference range; customer unresponsive.